Event description:
Loosening and failure of tibial component of depuy attune total knee replacement implant, over 3 years. No bonding between implant and cement, with progressive loosening and varus collapse of implant, and significant bone loss. Revision total knee replacement showed completely unbounded tibial component, with complete cement mantle intact and nothing on the tibial component. The femoral component was also loose, but had some bonding. Patella button was well fixed. The significant tibial bone loss, worse medially than laterally, required augments as part of the revision surgery. After seeing this case and many other similar early failures, as an orthopaedic surgeon specializing in primary and revision total knee arthroplasty, I believe there is a problem with the implant, and it should not be used in patients.